Event description:
Information received by the medtronic indicates that, customer experienced high blood glucose. Bg value was 447 mg/dl at the time of incident and customer did not experience any symptoms due to high blood glucose. Customer was using the insulin pump within 48 hours of reported event. Customer also confirmed that, auto mode feature was off at a time of incident. Customer treated high blood glucose with manual injection/insulin pen. No further patient complications were reported. Troubleshooting was performed. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.